Event description:
Liver biopsy needle caused a laceration to liver, causing intra-abdominal bleeding. Liver had metastases/large areas on the dome of liver - right lobe. Laceration was surgically repaired but liver was too friable due to cancer. Patient expired. Results of autopsy received by this facility 67/17/92device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: telemetry failure, inherent risk of procedure, patient's condition - predisposed event. Conclusion: device discarded - unable to follow-up, there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.